Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy as a result of t wave oversensing. Therapy was not exhausted. It was also noted that the patient had myocarditis, and it was unknown if this contributed to a change in waveform. The patient underwent re-screening and subsequently, the device was reprogrammed. Additional information was received which reported the patient received more inappropriate therapy. Troubleshooting was performed and the noise was able to be re-produced. Subsequently, the patient underwent a revision procedure, and the system was explanted. No additional adverse patient effects were reported.